Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.

Event description:
Healthcare professional reported left side "free streaming silicone in the patients body", "swelling and induced granuloma- mass." Device has been explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.